Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 12/3.75 mm balloon ruptured when the pressure was increased from 18 atms to 20 atms. The lesion being treated was a very calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician used a runthrough intermediate guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a cypher 23/3.5 mm stent. The quantum maverick monorail balloon was removed and replaced with another balloon to complete the lesion predilatation. The procedure was successfully comleted. No pt injuries or complications were reported. Pt status is reported as 'good'.